Event description:
The pt reported communication and charging issues between the implant and the external equipment. A boston scientific rep performed device eval. The problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.